Event description:
The caller had received a blood glucose reading of 76 mg/dl. When the paramedics tested his blood glucose 5 minutes later, it was 26 mg/dl. The customer did not give any more information. Troubleshooting showed the meter and strips to be working as designed, but the meter and strips are to be returned for evaluation. Replacement meter and strips are to be returned for evaluation. Replacement meter and strips are to be sent.